Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7244726; medical device expiration date: 2018-08-31; device manufacture date: 2017-09-01. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had gel migration issues. No reported injuries or medical intervention needed. No report of blood exposure to mucous membrane.